Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/01/2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a failed transmitter error. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and a low transmitter battery alert was not confirmed, but the data evaluation did confirm a transmitter failure. A root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.